Manufacturer narrative:
Consumer reported experiencing light sensitivity and transient discomfort in both eyes after use of product. There was no diagnosis and no report of medical treatment associated with the experience. The patient is recovered. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the complaint sample was not returned for evaluation and the lot number is unknown. Additionally, the eye care practitioner did not relate the event to the product.

Event description:
Consumer reported experiencing light sensitivity and transient discomfort in both eyes after use of product. Consumer also reported noticing that lens case was not very ¿fizzy¿ at times. Consumer visited eye doctor. Doctor¿s office reports that patient was seen for a routine eye exam when she expressed to the eye doctor that she had been experiencing photophobia. Eye exam revealed no abnormalities. Doctor indicated event may be migraine related. There was no diagnosis and no report of medical treatment associated with the experience. Patient is recovered.